Manufacturer narrative:
Related to 1219602-2017-00271.

Event description:
It was reported that during a meniscal repair procedure the t2 deployed simultaneously. Two of the same backup devices also failed in the same manner. A third backup was used to complete the procedure. No patient harm reported.

Manufacturer narrative:
The device was returned for evaluation. The device was returned without t1, t2 or suture. The depth limiter is quite creased. There is disfigurement of the needle. This needle is bent and twisted. This indicates resistance and difficulty reaching desired surgical location. Functional test proved that the device no longer cycles as intended. The device cycles but does not retract due to the damage. No root cause related to the manufacture of the device can be established. User error cannot be ruled out. No further investigation is warranted.